Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. The shaft is separated 85cm from the tip and appears to have been kinked prior to separating. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that a shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery to popliteal artery. A 3mm x 40mm x 146cm coyote es was advanced for dilation. However, during the procedure, it was noted that the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the shaft is separated 85cm from the tip.